Event description:
Arthritis, joint swelling, pain and stiffness in knees, elbows and hands, muscle fatigue, skin rashes: arms, legs, back and chest, breast tenderness with sharp shooting pains, numbness and tingling of left arm and leg, raynaud's, fatigue, shortness of breath, carpal tunnel on right, general aching and stiffness, headache, swollen neck glands, cold fingers, hands and feet, hair loss, and pain all over.